Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis, which manifested as stomach pain. The pt was hospitalized for the event. However, the treatment was not reported. Eight days later the pt was discharged from the hospital. At the time of this report, the peritonitis was resolved, the pt was recovered and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894295. All release criteria were met prior to the release of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. (B)(4).